Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) channel. However, all the measurements, r-waves, impedances, and thresholds were stable. Troubleshooting options were recommended. The patient is going to continue monitoring. At this time, both the ICD and rv lead remains in service and no adverse patient effects were reported.